Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The lead was finally explanted. Additionally, an inflammation and purulent discharge was also noted.the pocket was flushed with antibiotics solution. During the explant this lead experienced removal difficulties as it exhibited the helix retraction issues. There were no additional adverse patient effects reported. Th

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additionally, an inflammation and purulent discharge was also noted. The pocket was flushed with antibiotics solution. There were no additional adverse patient effects reported. The ra lead was explanted.